Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported communication error and hyperglycemia event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.260105.004.e1. Hardware: pixel 9 pro. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 503 mg/dl (27.9 mmol/l) for an undisclosed time wearing the pod. The patient stated they received a message "sensor not found" although they are getting readings from their dexcom app. The patient reported they did not have insulin on board, and their last bolus was administered the previous day. The patient sought medical attention at the emergency room on (B)(6) 2026. The patient was diagnosed with high bg levels and as treatment, insulin was administered to normalize their bg levels. Once the levels came back within range, they were allowed to go home.